Event description:
The patient contacted animas on (B)(6) 2013 reporting that the pump was hot last weekend. The patient denied corrosion in the pump and battery compartment. There is no reported adverse event with this complaint. This report is made based on the allegation of the hot pump issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 05/07/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history revealed no activity related to the complaint. The battery and battery cap were not returned with the pump. There was no evidence of moisture damage. During testing, the pump powered on normally and was exercised; no overheating or alarms were duplicated. The pump electrical current draws were found to be within specification. The pump cover was removed and no defects were found. The complaint could not be duplicated.